Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 8 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems packaging seals were found open before use. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered the package seal open before use (8)."

Manufacturer narrative:
Investigation summary : bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that 8 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems packaging seals were found open before use. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered the package seal open before use (8).".